Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with dried blood and contrast in the distal shaft and balloon. The balloon catheter was returned in a deflated state. A pinhole was found in the balloon wall located 17mm from the distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary artery interventional treatment procedure a balloon burst occurred. The 90% stenosed de novo lesion was located in a severely calcified and severely tortuous left anterior descending artery. Vascular access was gained via the radial artery. The physician was pre-dilating the lesion with a 3.75x12mm quantum apex ptca dilatation catheter. The balloon ruptured on the initial inflation. The device was removed intact and the procedure completed with a different catheter. A non bsc stent was implanted in the lesion. There were no complications and the patient condition is good.

Event description:
It was reported that during a percutaneous coronary artery interventional treatment procedure a balloon burst occurred. The 90% stenosed de novo lesion was located in a severely calcified and severely tortuous left anterior descending artery. Vascular access was gained via the radial artery. The physician was pre-dilating the lesion with a 3.75x12mm quantum apex ptca dilatation catheter. The balloon ruptured on the initial inflation. The device was removed intact and the procedure completed with a different catheter. A non bsc stent was implanted in the lesion. There were no complications and the patient condition is good.